Event description:
A medtronic representative reported a navigation system camera continuously cycling. No further details were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to manufacturer for analysis.